Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: dtba1d1 ICD, implanted: (B)(6) 2014. A 5076-52 lead, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that the left ventricular lead had become "disconnected from the device and the patient will need surgery." A procedure was noted to be planned. Follow up was not able to obtain any additional information. The lead remains in use. No patient complications have been reported as a result of this event.